Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during service repair, the cardiosave intra-aortic balloon pump (iabp) was discovered to have a broken fiber optic sensor. There was no patient involvement.

Event description:
It was reported that during service repair, performed by the getinge field service representative (gfse), the cardiosave intra-aortic balloon pump (iabp) was discovered to have a broken fiber optic sensor connector. There was no patient involvement.

Manufacturer narrative:
Full name of reporter is (B)(6). The getinge field service engineer (fse) replaced the fiber optic sensor cable assembly. The fse then completed a preventive maintenance with full calibration, functional testing and electrical safety checks to factory specifications. The unit was then returned to the customer and cleared for clinical use. The nrc performed a visual inspection of the cbl assy, fo sensor extension and observed that the connector was broken. The nrc verified the failure of the fiber optic connector being broken.